Event description:
A malfunction occurred where the device displayed malfunction code 16, which was resettable, and the fault ID was identified as 16-0x20e6. There was no adverse impact on the customer¿s blood glucose level as it did not exceed the defined threshold. The customer was assisted by technical support to reset the pump, but the malfunction recurred. Technical support decided to replace the pump, confirmed the shipping address, and provided instructions for returning the malfunctioning pump with a pre-paid label. The customer was also instructed on how to put the pump into storage mode and will use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.